Manufacturer narrative:
H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found damaged dso seal, scratched lens, and damaged remote dose connector. The remote dose connector was replaced to address the primary complaint that the bolus connector was defective. Also replaced the dso sensor, dso seal, and lens.

Event description:
It was reported that the bolus connector was defective. There was unknown patient involvement.